Event description:
It was reported that during a scheduled retrieval, a vena cava filter was found to be tilted and had caudally migrated 3.8 cms. The filter was placed in a female 5 weeks earlier, for dvt's. This is not the first time she had a filter placed for dvt. The physician used a cone retrieval system, but was unable to remove it due to the migration and 30 degree tilt. One of the upper limbs remained in the original position, which caused the rest of the filter to tilt. The apex was anterior to the cava wall. The size of the vena cava is 21mm. The original placement site was infrarenal using a jugular approach. The physician does plan to make another attempt at retrieval in the future, but it has not yet been scheduled. No pt injury reported and the pt remains asymptomatic at this time.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for evaluation, as it remains implanted. X-rays (venacavagrams) of the initial implant and of the attempted retrieval were reviewed. The tilting of the filter was confirmed, as well as a caudal migration. However, based on the films returned, the distance of 3.8cm reported for the migration could not be confirmed. The root cause for this event is unk. The current IFU (instruction for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU.